Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument had been partially applied. It was reported that the device initially fires but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing cycle was not completed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler partially fired during open gastrectomy. Both handle and reload were replaced to complete the case. There was no patient injury.